Manufacturer narrative:
The guidewire was returned for analysis without the catheter. The guidewire¿s distal outer coils were found stretched with the core wire broken at distal end. A segment of the distal broken core wire was sent to scanning electron microscope (sem) for additional testing. Due to the damaged condition of the guidewire it was unable to be used for testing. No other anomalies were observed. Attempts were made to obtain additional information, however, the were unsuccessful. A supplemental reported will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an embolization procedure, the balloon worked well during the preparation. However, the guidewire was unable to reach the desired location. The physician removed the device from within patient and found the guidewire was bent and stretched. A new guidewire was used to complete the surgery successfully. There was no patient injury.

Manufacturer narrative:
Per the scanning electron microscope (sem) analysis, ductile dimple features were noted, which are indicative of tensile overload and visible at the fracture surface. The core broke due to excess tensile force was applied to guidewire. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.